Event description:
I had the birmingham hip resurfacing system installed on my left hip in (B)(6) 2007. After that time, my tinnitus worsened, my hearing began to suffer. I developed an intermittent problem with itching on my hands, feet, arms and legs, mostly in the evening, and in (B)(6) 2011, I began to experience a severe jock itch. For the jock itch, I have been using prescription topical steroids. For the hearing loss, as of (B)(6) 2011, have been wearing hearing aids. Then, in (B)(6) 2011, not thinking that any of these symptoms were related to the bhr in my left hip, I had another bhr installed on my right hip. In (B)(6) 2013, I began an exercise regimen for the first time in many yrs, having been a long-time sufferer of bilateral arthritis. These exercises included straining the hips (e.g. Single leg "squats") in ways that until then, I had not done since before the first surgery. One evening in (B)(6) 2013, I broke out in a rash, what looked like folliculitis or scabies, and ever since then, have been experiencing chronic itching all over my body. My gp, without actually testing for scabies, prescribed scabies medicine, which I applied immediately, but it didn't help. My gp then said that whatever it is now is not scabies, but possibly some sort of allergy. According to my dermatologist, it is not folliculitis or scabies. Presently, I have 4-6 small itchy spots on my body at any given time that I treat with topical steroid, and on my scalp and temples I have unsightly rashes that itch constantly and currently go untreated. The dermatologist performed a biopsy from a spot on my back and can now only say that the cells appear "most consistent with insect bites". However, this chronic itching has been going on since (B)(6). It is now (B)(6).